Event description:
Caller reported blood glucose results of 61 mg/dl and 149 mg/dl 10 minutes apart on the aviva system, 72 mg/dl 5 minutes later. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.